Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp optical device. The pump was inserted without any reported difficulties. After the patient's procedure, however, his leg became ischemic and required premature impella removal. A new impella was placed in the patient's axillary artery and support continued without issue.